Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Foam. The patient alleged seeing particles in the device. The patient alleged having strokes without correct machine, nasal/throat irritation or soreness, headaches, nausea, cough. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report section h10 was incorrect, it should have been reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged having strokes without correct machine, nasal/throat irritation or soreness, headaches, nausea, cough. Medical interventiom for the reported events was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. The external and internal aspect of the device was inspected and the manufacturer was observed a tobacco-like odor coming from the device. An unknown contaminant was present on the sd card flip door, top enclosure, bottom enclosure, in the filter inlet, iso port of the rear panel, the o-ring of the rear panel, on the rear panel. Device was heavily contaminated inside the iso port and on the outlet of the blower box with an unknown contaminant. Evidence of liquid ingress was present to the blower. An unknown contaminant was observed by the manufacturer on the blower, blower box, and blower seal. The impellers of the blower appeared to have been broken off. A discoloration was observed to the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but an amount of dust / dirt contamination and evidence of the liquid ingress were observed and are consistent with being from an external source. \

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to experience nausea, sinus issue, headache, nasal/throat irritation or soreness from the device. There was no medical intervention required by the patient. The reported event and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.